Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for post lumbar laminectomy syndrome. Health care professional reported the patient came into the hospital with pneumonia (not device related) and was ventilator dependent. It was reported that the patient had ¿something that they were irritated by¿ so they wanted to know if the device should be ¿removed, adjusted or charged.¿ health care professional reported they were not sure what the patient was irritated by or if it was possibly their device. It was reported that it looked like the patient had pretty bad back pain, that they had chronic back pain but that it had recently gotten worse. The patient was under sedation and the caller stated they were having a difficult time getting them off sedation as a result of the pain they were in. It was reported that the patient had not charged their device in quite some time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: these changes were made based on the new information received.

Event description:
Additional information received from the consumer clarified the patient¿s situation and noted that they were in the intensive care for almost the last 3 weeks. It was also reported that the patient had lost the recharger unit and the reporter inquired about a replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the physician reported that they were able to get the patient¿s ins recharged which resolved their back pain. The physician stated that the back pain was due to the ins being off for unknown reasons. The doctor reiterated that the ins seemed to work fine once it was charged. There were no complications or that no further complications reported or anticipated.